Manufacturer narrative:
Device evaluation: the consumer returned unused samples from what is believed to be the same lot number provided in (B)(4). A visual inspection was conducted and no string separation or pledget falls apart defects were noted with the product returned; however, there was one tampon with the string cut short, potentially due to manufacturing. Upon review of the device history record (DHR), the lot met all acceptance criteria at the time of release.

Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported she wore a tampon for approximately three hours and upon removal the string pulled out leaving the pledget inside her vaginal cavity. She was able to manually remove the tampon pledget with assistance from her husband who is a medic. Upon removal the pledget fell apart into pieces. She was confident no pledget pieces remained inside her vaginal cavity and she did not seek medical attention. She did not experience any adverse health effects.